Manufacturer narrative:
Corrected data: upon further review, it was concluded to update device code from "unspecified/other..." To "no reported device problem" code. Therefore, a correction MDR is submitted to correct device code 3191 explanation in h10 reported in the initial MDR report. The correct explanation should have been "no reported device problem" code. Section h6: medical device problem code: 3191 - no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received together with the product return. Dr. David freeman. Patient male, date of birth (B)(6) 1992, 28 yrs. Old, right eye affected. Implant date: (B)(6) 2021. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 8, 2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: the original folding carton, patient stickers, a patient ID card, and an implant ID card were received. But no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed two complaints similar to the reported complaint issue but were not confirmed based on investigation results. Based on the investigation results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted because the customer was unhappy with the iol. No other information was provided.